Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit displayed an internal battery failure. When the battery was swapped, the issue resolved.

Event description:
It was reported that the unit had a battery failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.